Event description:
(B)(4). Event occurred in (B)(6). The patient reported cracked/broken tubing. The hose had gone off at the bracket as well. In the complaint investigation, it was found that the tubing was detached from the tubing connector due to missing glue. Furthermore, there was excess of glue present where the tubing was joined to the tubing connector. No further information available.